Event description:
This patient has experienced dizziness ever since patient's cochlear implantation two years ago. It was discovered through a CT scan that this is due to an air-filled fistula inside the implanted cochlear. Her health care team has decided to perform a surgery in 2005 to repair the fistula.